Event description:
A medtronic representative reported a navigation system surgeon monitor that would not power on. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement monitor shipped to site. Medtronic investigation of returned suspect monitor finds that the monitor was received with pins 18, 24, 25, and 26 bent. After straightening the pins and connecting it to a test system for about 30 minutes the image went blank. Electrical failure, malfunction and no image, directly caused the event.